Event description:
Customer reported that the insulin pump alarmed button error. Customer also reported that the device has a crack on the upper right hand corner of the display; she received it with a small chip in the casing. Customer also stated that it is not alarming when it should on certain times. Blood glucose value is 79 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.